Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator implant procedure. During the procedure, the physician attempted to fix the pacemaker lead to the atrium several times but was unsuccessful. While positioning the lead, the atrial lead consistently exhibited high capture threshold and low sensing. The physician then used another lead to complete the procedure. The new lead had satisfactory capture threshold and sensing values. The patient did not experience adverse consequences and remained in stable condition.

Manufacturer narrative:
The complete was returned in one piece and was measured at 52.0 cm. The lead was tested in the laboratory and no anomalies were found.